Event description:
It was reported that the patient felt stimulation was too strong when she moved into the lying position. This started on (B)(6) 2014 after she recharged. The patient went on to state that the stimulation actually increased instead of decreased. The company representative attempted to set the amplitude with the patient programmer and kept the patient in the correct position but this didn¿t resolve the issue (over the phone). It was reviewed that the most likely reason for this is that the patient changed her amplitude with upright but did not wait 2 minutes before moving into a lying position. The adaptivestim function was disabled and the patient was making manual adjustments. The patient was unable to get it to change to what she wanted. The patient had not tried the ¿return to clinician settings¿ function yet. The other issue was that the orientation seemed to be off. The patient was seen by a company representative on 2014-08-28 for re-orientation and re-programming. The test worked fine and the stimulation adjusted normally. When not in the test mode, the patient had issues with the stimulation not adjusting. It was reviewed that when in a clinician session (8840) the adaptivestim function did not work unless the test feature was used. It was stated that the stimulator had changed positions /had moved up in the pocket, but it was not clear when this started. It was not flipping or moving around on a daily basis. The stimulator protruded a tiny bit at the top while the bottom third was flat to the skin. The top part ¿bows¿ out a little bit when looking at it from the side. The physician was notified of this movement. The transition time between lying and upright was changed to 2 seconds. Impedances were within normal range. When the clinician program was exited, and the patient programmer was used, the settings adjusted appropriately. The patient did not feel like stimulation had transitioned, but the programmer verified it did. All positions changed appropriately. The patient was advised to check the stimulator with her programmer if she didn¿t feel it change appropriately, and to keep a log. No further information regarding the device movement was known. The patient was doing well and receiving effective therapy after this visit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient had issues with orienting and adaptivestim. The issues may have been related to the ins moving, as it cannot sense properly if the pocket or ins has moved. The patient had a follow-up appointment on (B)(6) to address the ins issue. A series of images were taken. The results were unknown. If additional information is received, a follow-up report will be sent.